Manufacturer narrative:
(B)(4)

Event description:
Allegedly, patient is suffering from mom complications.additional information recieved 02/12/2016: allegedly the patient was revised due to the following mom complications: pain.